Event description:
It was reported that during a procedure in an unspecified vessel, an unspecified promus drug-eluting stent embolized in the patient anatomy. There was no reported patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to stent dislodgement include but are not limited to improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, handling of the stent during prep, and interaction with the lesion/anatomy, previously implanted stents, and accessory devices. To ensure this type of event is not the result of a product quality deficiency, all stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter on the manufacturing line. Additionally, a sampling of units is destructively tested to verify stent placement/security and stent deployment before lot release. It was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. The lot history record review and similar incident query for this incident was not performed because the lot number was not reported and the product was not returned for analysis. There was no report of any damage noted during inspection prior to use, which suggests that a product deficiency did not contribute to the reported incident. It is likely that the stent implant became disrupted on the balloon and subsequently dislodged as a result of interactions with the lesion and/or accessory devices. The reported patient effect of embolism is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Multiple attempts were made to obtain additional information from the account regarding the stent dislodgement and any potential adverse patient sequela, but to date, no information has been received. There is no indication of a product quality deficiency.